Event description:
It was reported that during unpacking for an unspecified procedure, a guide wire tip fracture was noted. Upon unpacking the starter guide wire for the procedure, the tip of the guide wire was found fractured. It was reported that there appeared to be a kink in the guide wire. The procedure was successfully completed with another of the same device. The device had no contact with the pt.

Manufacturer narrative:
The complainant indicated that the guide wire is being retained; therefore a failure analysis of the complaint guide wire could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.